Manufacturer narrative:
(B)(4).  Physio-control provided the customer, a biomedical engineer, with technical assistance.  The biomedical engineer advised that he verified that the event code was logged in the device's memory; however, the biomedical engineer was able to successfully charge and shock without any discrepancies while completing a performance inspection procedure (pip).  The biomedical engineer cleared the device's memory, which cleared the event code, and after observing proper device operation through functional and performance testing the unit was placed back into service for use. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device did not provide a synchronized shock when prompted during an event.   The customer advised that medical personnel powered the device off, then on again, and were able to successfully deliver a shock to the patient.  The biomedical engineer did not know whether or not medical personnel had held the shock button down until the patient's qrs was detected (in order to provide the synchronized shock) during the event. The biomedical engineer did observe that the device had logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy.  No further details about the patient or the event were provided by the customer.  Additionally, the patient's outcome was not reported.